Manufacturer narrative:
Following receipt of the complaint, we have remained in contact with the user facility. The hardware device has not been returned for investigation. The manufacturing records for this serial number were reviewed and nothing notable was found. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that the disposable set involved in this case was discarded and therefore could not be returned for investigation. The manufacturing records of the associated lot were reviewed and no anomalies were identified. In addition, an investigation of the retention sample from the associated lot revealed no anomalies or defects. We will continue to contact the user facility for additional information about the procedure, and to request that the unit be returned for investigation. We will also offer to provide further in-service training, and will remind staff of the instructions for use in the operator's manual, including: contraindications (page 1), warnings provided to ensure safe and effective operation (page 4), recommended operator actions for heating alarms (page 18), and routine maintenance instructions (page 28). Should additional information become available, a follow-up report will be submitted accordingly.

Event description:
The biomed at the user facility provided the following report: "during an ex lap, there was a complaint that something in the room was burning, after several minutes of continued usage, a message popped up on the belmont stating that the infusate was at an unacceptable temperature, at which time we noticed that the belmont tubing was no longer in tact and was leaking into the heating coil. At this time we suspended operation and switched to another rapid infuser."